Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed revealing that the lot was reprocessed for an anomaly that did not contribute to the customer complaint. No anomalies were found in the associated component lot review. The product was released based on the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint received against the customer's identified lot. This is the third complaint against the associated component lot and the second complaint for the report of dull blade. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife did not cut during surgery. The procedure was completed with no impact to the patient. Additional information has been requested.